Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer. MFR report # 9610595 - 2023 ¿ 08927 patient identifier:(B)(6). Additional information provided by the customer: please see updates to b3, b5.

Event description:
Follow up was conducted with the customer and the following procedural/patient information was reported. Event date was reported b(3). The issue was observed during preparation for use for an unspecified therapeutic procedure. The procedure was completed. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. During the evaluation, it was determined that due to electrical contact of video plug section was shaved, image noise occurred, and an image could not be displayed. Additionally, the evaluation revealed the following findings: adhesive on bending section cover (a-rubber) had a chip; and scratches were found on multiple components of the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the event was unspecified. It is presumed that it was caused by breakage or disconnection of the image sensor unit due to stress of repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board such as integrated circuit chip and capacitor. The operation manual (operation) describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.7 inspection of the ancillary equipment, inspection of the endoscopic system¿ as below. Inspection of the endoscopic image. 13. Observe the palm of your hand in the wli and nbi endoscopic images. 14. Confirm that light is output from the endoscope¿s distal end. 15. Adjust the brightness level as appropriate. 16. Take off the 3d glasses and confirm that the right-eye and left-eye images are displayed the same. 17. Put on the 3d glasses again. 18. Close the right-eye and left-eye alternately while observing the 3d endoscopic image to confirm that there are no differences in color and brightness between the right-eye and left-eye images. 19. Touch the target object using a hand instrument while observing the 3d endoscopic image to confirm that a sense of depth is normal. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the endoeye flex 3d deflectable videoscope exhibited image blooming (blurry compromised image). Additional details relating to the patient and the event have been requested, but no response has been received at this time. There were no reports of patient harm or impact associated with this event. During testing and inspection of the returned device revealed that due to a cut on charged coupled device (ccd) cable, an image noise occurred, and an image could not be displayed. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.